Manufacturer narrative:
Mindray service representatives repaired solder on the front panel connectors. Tested and calibrated to specification.

Event description:
Customer reported the dpm 6/7 module did not display ECG which may have resulted in a loss of primary monitoring. No patient injury was reported.